Manufacturer narrative:
The handpiece was received at the MFR for service and eval. The initial complaint could not be verified. Based on the investigation details, the rear motor assembly had heat damage. This was replaced along with other components. The device was repaired and will be returned to the customer.

Event description:
It was reported that the device smokes. This did not occur during a surgical procedure. There was no pt involvement and no adverse consequences.